Event description:
The customer reported collimator potentiometer error on boot up. No patient injury was reported.

Manufacturer narrative:
The service rep found the system was operating correctly when he arrived. He shook the hv cable assy where it enters the c and rechecked operation. The collimator potentiometer error showed up. He replaced the high voltage cable assembly and checked operation of the system. System works as intended.